Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp called in requesting MRI compatibility guidelines; the patient needs an MRI of the head. Caller then said the ins has not been working for "14 years." They also noted the patient programmer (pp) hasn't been working. The call center suggesting putting in new batteries into the pp and try to communicate to the ins. The call center also said that it is unknown if the ins is on or off and the patient might feel a shocking sensation if it is on. Caller said the event date is "14 years," but the ins was implanted in 2009; the event date information is conflicting. The hcp didn't know when the pp stopped working. No patient symptoms were reported and no further complications have been reported as a result of this event.